Event description:
Customer reported an over-infusion of insulin. After brought to ER via ems, patient was given 2 liters of ns. A bag of 100u insulin/100 ml ns was hung on (B)(6) 2010 at 12:23 to run at 4 u/hr (4 ml/hr) but the bag was found empty at 13:25. The patient's blood sugar was monitored and dropped from 386 (ems fingerstick) to 179 at the lowest. Main IV was changed to d5/0.45%ns at 125 ml/h. Patient had no additional symptoms related to the overinfusion, but was admitted to the ICU. No additional information was available.

Manufacturer narrative:
(B)(4). Event logs have been received. Investigation is not complete. A follow up report will be submitted with the investigation findings.